Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with soreness at the pocket site. Device migration was noted. Pocket was revised. There were no further complications and the patient was doing well at the conclusion of the procedure.